Event description:
Initial creatinine result 10.9 mg/dl. Same sample repeated, gave result of 4.1 mg/dl. Same sample repeated on different instrument, same method, also gave result of 4.1 mg/dl. Initial results were reported. No treatment given based on initial result. The field service representative determined, there was a problem with the wash level. The instrument was repaired.